Event description:
A request for further information on vns therapy and seizure aggravation was received by the manufacturer. All attempts for more information from the physician were unsuccessful, and thus the relationship between the seizure aggravation and vns therapy is unknown.